Event description:
It was reported that when using the bd pyxis¿ medbank tower users experienced issues logged into the system and accessed login assistance while attempted to issue medications/items. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user had an issue with logging in medbank. A technical support specialist (tss) reported that remote access was established to assist with the issue, during which it was observed that the user login was repeatedly interrupted by a system screen, causing a loop. The tss closed and relaunched the medication management application, after which the issue was resolved, and normal login functionality was restored. The tss further identified that a biometric identification device placed on the keyboard was inadvertently pressing keys and interrupting user input, and once the device was repositioned, the issue no longer occurred. The system functioned as intended after the technical support specialist troubleshot the issue.